Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluated by MFR: the device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was fully inserted into patient's right eye, however, was removed during the same procedure due to a haptic issue that it would not lay flat. Another lens of same model and diopter was used as the replacement. There was no patient injury and no other intervention was required. The patient is doing fine post-operation. The original lens was discarded. No further information was available.